Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage in the tube event on (B)(6) 2024. After troubleshooting, it was confirmed that blockage in tube because insulin did not exit and greater than normal resistance after plunger push. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: united states.